Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During inspection, the unit was disassembled and engineering noted that all components were found to be within specification. The root cause of the customer's experience is due to cutting the bag. Per the instructions for use, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." The damage observed on the bag shows the customer cut the bag below the bead. If the bag is cut in this manner, the bead may detach. Applied medical has reviewed the details surrounding the incident and related products. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "mr. (B)(6) had retrieved a stone from the gall bladder and when to retrieve the gall bladder he observed that the bead had become detached from the bag. He found the bead and was able to retrieve it from the patient's abdomen." Type of intervention: surgeon had to search for and retrieve the bead. Patient status - surgery completed.